Manufacturer narrative:
Qn#(B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of "purge failure alarm" was confirmed. The pump was serviced by the distributor's service technician and the pump assembly was found to be contaminated by blood. As a result, the pump assembly was replaced. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was displaying a purge failure error. After investigation, there was blood back into the system, and some parts needed to be replaced. At the moment, the pump is quarantined and is awaiting action to be taken. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was displaying a purge failure error. After investigation, there was blood back into the system, and some parts needed to be replaced. At the moment, the pump is quarantined and is awaiting action to be taken. There was no report of patient complications, serious injury or death.